Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient admitted to the hospital for 4 hours due to low blood glucose level of 39mg/dl no further information available.

Manufacturer narrative:
Patient city - (B)(6).